Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was at the hospital and the insulin pump went through radiation and may have been exposed to an x-ray. Customer's blood glucose was 29 mg/dl at the time of the incident. Customer's current blood glucose is 103 mg/dl. Customer stated that she increased her hospital stay and was treated with dextrose IV fluids. Customer was hospitalized on (B)(6) 2016 with a blood glucose level of 90 mg/dl. Customer was lethargic and confused. Customer was also on anesthesia. Customer was treated with lantus and humalog by injection. Customer was on an insulin IV overnight and was wearing the pump at the time. Customer had a low blood glucose level before the set change. Reservoir was showing more insulin that what is shown on the status screen. The pump passed the self test and displacement test. Customer had a huge air bubble when she removed the reservoir. She also had a severe low blood sugar after the set change.